Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 2 photo samples. Both photo samples show a top view of drain and trocar within packaging. Inner packaging indicates drain size as 3/16fr however outer product packaging indicates fr size as 1/8fr size. Therefore, the reported event is confirmed and does not meet specifications which states "verify that unit label is correct. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an incorrect product in packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the incorrect product in packaging.